Event description:
On 2/11/98 the doctor was 30 minutes into a turp of 60 minutes duration. While resecting at about the 12 o'clock position, one of the yellow insulating sleeves came loose at one end and stuck up from the loop. The yellow insulator pierced the parenchyma of the prostate and at that moment, the pt demonstrated a bilateral obturator reflex, i.e., a forceful contraction of his hip muscles causing his body to buck. It is not clear to the dr why this reflex occurred as his resection was not near the usual course of the nerves responsible for this action. The generator was set to blended current at the time. Dr removed the coaguloop, replaced it with a new one, and finished the procedure uneventfully. The pt, who had been in urinary retention, had 25 grams of prostate tissue removed and is doing very well with a normal post op recovery. The estimated blood loss was 50 cc. The pt was unaware of the episode. He was under sedation and spinal anesthesia. No untoward lasting effects were experienced by the pt, including burns, bleeding or trauma. F/u 2/27/98, dr indicated pt is doing fine and apparently experienced no adverse effects from his turp.